Manufacturer narrative:
Device passed displacement test and basic occlusion test. However, unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No compromised force sensor system alarm. Motor passed motor test. No motor error alarm. Unable to perform excessive no delivery test due to unable to prime. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm then a compromised force sensor system alarm. Customer's blood glucose was 524 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.